Manufacturer narrative:
Continued e.1 phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture

Event description:
Healthcare professional reported right side rupture diagnosed by MRI. Patient reported numbness on and off down their arm, brain fog, fatigue, dry eyes, and joint pain deemed not device related. Device explanted.